Event description:
New information received notes that replantation would not be attempted

Event description:
It was reported that a during an implant procedure, the patient developed heart failure. Emergency intervention was needed to resolve the issue, and the lead implantation was terminated. There was no allegation that the heart failure is related to the lead implantation, no further adverse patient consequences were reported.